Event description:
It was repeated the screen on quick bolus button is becoming unresponsive. Customer has to press the button repeatedly for it to respond. There was no impact to customer's blood glucose level.